Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm abdominal aortic aneurysm. The left renal artery is the lowest. It was reported that at the time of the final angiogram post implant the physician found that the endurant cuff was deployed on the left renal artery and found the stent graft was deployed approximately 2mm higher than intended. The left renal artery was partially covered; however, the patient had no symptoms or renal insufficiency. The physician placed another manufacturer¿s 6x18 renal stent from the left arm with excellent results and the partial renal occlusion was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: use error caused or contributed to event (stent graft was inadvertently deployed higher than intended).